Event description:
Primary knee surgery performed on (B)(6) 2024. X-rays taken immediately post-op showed that the neutral alignment was 187° with 13° of valgus on a full leg. No issue has been found during surgery with nextar. For the moment (B)(6) 2024) the patient is doing well and no revision is planned.

Manufacturer narrative:
Additional information: for the moment (B)(6) 2024) the patient is doing well and no revision is planned. Updated field: event description.

Manufacturer narrative:
Mysolution analysis: our analysis of the process found out no errors. R&d analysis: analysis of the log files shows the following: femur registration: successfully completed on first attempt with verification on checkpoints at 1mm; tibia registration: successfully completed on first attempt with verification on control points below 1mm. Only distal femoral cut was saved (2.5° vs 1.5° of planned in valgo). No info on tibial resection. There is a discrepancy between the femoral resection planned and executed of 1.5° of additional valgus, between the tibia resection planned and executed of 4.5° of additional valgus, and between the femoral flexion planned and executed of 4°. The combined additional valgus resections executed of 5.5° are the responsible of the final hka of 187° compared to the planned 181°. Clinical evaluation performed by medical affairs director: a primary tka surgery was carried out with patient specific pin positioners and the augmented-reality navigation system. At the end of the surgery, a rather macroscopic difference between the planned and actual alignment was found. The preoperative planning was correctly validated and checked again after the complaint was received: nothing abnormal. Verifying the log files of the navigation system, the technicians could confirm that the surface points were taken correctly on the bone for both tibia and femur. The femoral cuts have been checked by the surgeon with the navigation system and the corresponding measurement was saved to the log file. This did not happen for the tibia, and in fact it is conceivable that the mistake is solely related to the tibial cut. The most probable explanation is that the sensor(s) may have been moved after point registration and before the cutting phase, but this cannot be confirmed because the recording of the tibial cut verification was not done. The manufacturer of the implants and the navigation system was unable to find any flaws in the process under its control, so no alternative explanation can be provided as to the cause of the error. The possible clinical consequences of the event cannot be forecast, but the difference in knee alignement between the right and left leg is clearly visible. Batch review performed on 28 august 2024: lot 2317022: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 2028-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional components involved: batch review performed on 28 august 2024: gmk-spherika 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot 2318785: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 28 august 2024: gmk-spherika 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 2319453: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 2028-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Primary knee surgery performed on (B)(6) 2024. Xrays taken immediately post-op showed that the neutral alignment was 187° with 13° of valgus on a full leg. No issue has been found during surgery with nextar. The patient is currently reporting pain.